Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced a continuous supraventricular arrhythmia which required drug treatment or cardioversion.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced weight gain. The patient had a pre-existing history of at, atrial fibrillation, and ventricular fibrillation prior to device implant. An implantable cardioverter-defibrillator (ICD) had been implanted. The arrhythmia in this event was not thought to be device or therapy related, and the arrhythmia resolved.